Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device has a leak in the bottom of the bag, water base. There was no patient injury.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two brand new devices were received at for evaluation. A visual and functional inspection confirmed that there was leaking between the cross spike and the line. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This complaint will be closed with no further action. This complaint will be used for tracking and trending purposes.